Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message code "status 90". The customer indicated that their biomedical engineering dept would be handling any repairs needed on the device. The complainant indicated that there was no pt involvement in the reported malfunction.